Event description:
It was reported to philips that there was a error stating x-ray was not possible. The user performed a full restart, but the issue persisted. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.